Event description:
Literature was reviewed regarding ¿high cervical intrathecal targeted drug delivery for refractory neuropathic craniofacial pain.¿ described below are the patients' adverse events/device performance issues. The patients' were implanted with either a medtronic synchromed ii or iii pump filled with a mixture containing fentanyl (50 mg/ml) and bupivacaine (30 mg/ml) and an ascenda 8781 catheter. 4. 1 patient reported worsening of pain potentially related to catheter placement.

Manufacturer narrative:
Continuation of d10: product type catheter product ID neu_unknown_cath. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off-label indication; see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.